Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 167 mg/dl at the time of the incident. The customer states that eh insulin pump is not working. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, it was received with moisture damage on the motor, vibrator tube and battery tube assembly. We were unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self-test, unexpected restart error test and off no power test due to blank display. The insulin pump received with dog chew marks, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked case at the reservoir tube window corners and cracked lcd screen.